Event description:
This case occured outside of the united states, in france. According to the information received on 23-mar-2022, a patient was injected on (B)(6) 2022 with a teosyal rha 2 product in the lips, 1ml, with a bolus technique. One month post injection, following a sun exposure, the patient presented with a severe swelling as well as a blister in the lower lip. A medical expert was contacted for her opinion on the case and to help with the management of this adverse event. According to this expert, this reaction could be a herpes infection. As per the latest information received on 06-apr-2022, the events fully resolved. The corrective treatment, if any, was unknown.

Manufacturer narrative:
Tp30l-214021b0: we have performed a review of the batch records for the concerned lot number, which appeared to have been released in accordance with the product specifications. Batch history: no other complaint was registered to date for this batch number. Corrected data: a medical expert was contacted to assist the injector in the management of this adverse event.